Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select an energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical; the malfunction was duplicated and the front panel membrane was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.